Event description:
No additional information provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction was traced to manufacturing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that out of a box of five powerseals, two primary packages had incorrect labeling and products. The products were 23 centimeters, but the box was labeled as 37 centimeters. The issue was found upon receipt of the device. There were no reports at patient involvement.